Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted and replaced due to a high capture threshold. The patient was an asymptomatic and no other electrical anomalies were noted. The patient was in stable condition.